Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, a piece of metal the thickness of a paperclip, was stuck to the bottom of the sensor. The patient advised that it was not the sensor wire. No additional event or patient information is available.